Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd insyte-w¿ IV catheter with wings 24ga 0.75in experienced a needle through the catheter. The following information was provided by the initial reporter: material no: 381312, batch no: 9279951. We have had this issue with 7 catheters so far. When attempting to place an IV catheter on a sedated animal, as well as another non-sedated animal, plastic catheters frayed on the entrance to the skin. We also found a catheter that was already frayed, prior being used. We were unable to use these catheters and needed to reattempt placing catheter. Due to the frustration of not knowing if the next catheter would fray, we have temporarily transitioned to a different brand.

Event description:
It was reported that 7 bd insyte-w¿ IV catheter with wings 24ga 0.75in experienced a needle through the catheter. The following information was provided by the initial reporter: material no: 381312 batch no: 9279951 we have had this issue with 7 catheters so far. When attempting to place an IV catheter on a sedated animal, as well as another non-sedated animal, plastic catheters frayed on the entrance to the skin. We also found a catheter that was already frayed, prior being used. We were unable to use these catheters and needed to reattempt placing catheter. Due to the frustration of not knowing if the next catheter would fray, we have temporarily transitioned to a different brand.

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. From the photos, needle pierced through catheter was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto-rejected by the automated vision inspection system due to not meeting the lie distance requirement. Needle pierced through catheter could also happened during product application when the product was manipulated. As the product in the photo was used with the presence of blood and no sample was received, the root cause could not be established. The following controls have been put in place to prevent and detect the needle being pierced through catheter from occurring: the vision system camera is not out of focus when capturing the defect by using various metal blocks for different gauges to prevent the vision assembly from dropping under its weight and the catheter is aligned to one side using vacuum to aid the insertion of the cannula thus reducing the likelihood of this nonperformance from occurring. A daily challenge of the vision system is performed, and visual inspection is performed during outgoing inspection. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.